Manufacturer narrative:
(B)(4) evaluation statement: the reported event of a pump shut down could not be confirmed. No product or event logs have been returned for this investigation. File was opened to document an event that the customer reported. No further investigation of this event is possible at this time. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. CAPA reference: (B)(4).

Event description:
The customer reported that the pump module shut down while infusing when the patient was in the picu hallway returning from CT scan. The back up emergency pump used to continue the infusions of precedex and fentanyl. There was no report of patient harm.

Event description:
The customer reported that the pump module shut down while infusing when the patient was in the picu hallway returning from CT scan. The back up emergency pump used to continue the infusions of precedex and fentanyl. There was no report of patient harm.

Manufacturer narrative:
227580 evaluation statement: the reported event of a pump shut down could not be confirmed. No product or event logs have been returned for this investigation. File was opened to document an event that the customer reported. No further investigation of this event is possible at this time. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. CAPA reference: ca-2018-0171.